Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and technical support arranged to replace the pump.